Event description:
It was reported that the user attempted multiple times to pair a new dexcom g7 sensor to the ilet, received a pairing failed alert on the ilet, and was guided through toggling the cgm setting from g6 to g7, re-entering the pairing code, and restarting the ilet, without resolution. Symptoms included none reported. Outcomes included no reported clinical impact and no alarms beyond the pairing failure alert. Investigation included customer education, device setting verification, and device restart. Investigation of this case revealed a persistent cgm pairing failure between the ilet and the dexcom g7, with no evidence of broader device malfunction and with phone bluetooth issues deemed unrelated to ilet-to-g7 pairing. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved communication or pairing issue between the cgm and the ilet.